Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A maquet service technician replaced the batteries, performed functional and safety checks and battery calibration on-site at the medical center. (B)(4).

Event description:
On (B)(6) 2013, at (B)(6) reported that for newly installed cardiohelp (B)(4) when unit is power up the display indicates "battery 2 needs service". The service technician replaced the batteries and performed a battery calibration and functional and safety tests on the unit. (B)(4).